Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range pacing impedances. The impedances were greater than 2500 ohms. This rv lead was surgically abandoned and replaced. During the revision procedure, the lead was tested on the pacing system analyzer which confirmed the high impedances were conclusive to the lead. No additional adverse patient effects were reported.